Manufacturer narrative:
A ge service rep performed an on site investigation. The host controller was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report of pt injury or death associated with this event.